Event description:
Event description guidant/crm received information that due to an increased pacing thresholds and intermittant non-capture on the ventrical, this selute picotip lead was removed from service.